Manufacturer narrative:
Add'l surgical procedure is not specifically addressed per the provided IFU. Migration is addressed in the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines, the importance of an accurate deployment. Initial repair was performed (B)(6) 2009 w/o issue. The pt presented emergently (B)(6) 2011 with a contained rupture. Proximal migration of the zenith leg graft allowed blood flow around the sealing stent and into the aneurysm, resulting in a contained rupture. An add'l leg graft was deployed to resolve the detachment at the sealing site. The complaint correspondence indicated that the pt's anatomy was tortuous and the iliacs were short in length. W/o add'l info or imaging we are unable to comment on the pt's suitability for evar. It is possible that anatomical remodeling after the initial repair or lack of distal sealing sites contributed to the reported migration. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
An (B)(6) female pt underwent abdominal aortic aneurysm repair on (B)(6) 2009. The pt rec'd a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac legs. The procedure was completed w/o reported incident. On (B)(6) 2011, the pt was admitted for add'l repair. The distal portion of the zenith flex aaa endovascular graft iliac leg became detached just proximal to the left internal iliac artery landing zone. The detachment allowed contrast to be visualized flowing retrograde around the left zenith flex aaa endovascular graft iliac leg. The detachment created a back-flow into the aneurysm; therefore, leading to a contained rupture. The physician chose a zenith flex aaa endovascular graft iliac leg of the same dimensions as the original to resolve the detachment. A 32 coda balloon was utilized to occlude the aorta within the endograft to keep the pt's pressure up. W/o the add'l pressure the pt's blood pressure was down to 50. The extension was successful at regaining the seal just proximal to the left internal iliac artery. Pt is stable. Update on (B)(6) 2011: pt was admitted and a re-intervention took place to fix another type 1/b endoleak due to the iliac leg dislodging from the common iliac. They implanted another iliac leg to fix the endoleak by extending and sealing in the external iliac.